Event description:
Customer reported "pump pulls fluid through primary line when running secondary infusion. A 1-hour infusion of taxol took 2 hours to infuse due to this issue. Chemo drug-sample discarded." There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file #: (B)(4). Unable to determine the cause of the customer's report that a 1 hour infusion of taxol took 2 hours to infuse. The customer stated the set has been discarded and is not available for failure investigation.